Manufacturer narrative:
Biocompatibility testing to (B)(6) was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. The patient described the area as raised rash, redness, sore, itching, torn skin, bleeding, burning and stinging have all appeared on the skin. The patient has been applying a&d ointment to the area. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown.